Event description:
Patient complained of severe chills, being cold, and shaking 70 min into treatment. Temp 96.8 pre treatment, temp. 98.8 at this time. Treatment discontinued. Symptoms subsided. Restarted on new dialyzer and lines. Patient completed treatment without further difficulty. Tempt. 98.4 post treatment. Van cangrin 1 gm IV given post treatment. Blood cultures negative. Pyrogen testing <12.5 en's @ 1:50 dilution on dialysate poof dialyzer. Millipore culture on dialysate post dialyzer 260 cfu at 72 hours. Dialyzer f-80, lot illegible. 16th reuse. Bloodline set. Facility denies problems with water quality.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: maybe. Corrective actions: device discarded. Invalid data - on device destroyed/disposed of status.